Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted (dc110929) and downloaded (e1031011) for review that showed overlapping events spanning approximately 16 days (27nov2024 - 11dec2024, 04jan2025, 01jan2000 per timestamp). Events occurring on 04jan2025 were recorded during testing at abbott. Controller internal fault alarms were active on (B)(6)2024 from 01:05:52 ¿ 09:39:15 due to an lcd_com fault. The driveline was disconnected on (B)(6)2024 at 09:38:33, reconnected at 10:13:42, and then disconnected again at 10:14:07 for a system controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was returned for analysis in unremarkable condition. The system controller operated a mock loop for an extended period during testing and no issues or alarms became active. Information provided on 20dec2024 stated no additional information would be provided at this time. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient lost consciousness at the time of the "controller fault" and the display buttons were not responding making it impossible to display history and various parameters.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a "controller fault" message appear on their system controller display. The wrench lamp and alarm sound were not activated, and the display did not change even when the system controller was pressed. So, the system controller was replaced. Log files were submitted for review and captured controller fault events on 11dec2024 due to a communication issue with the display.